Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual analysis noted that medical adhesive was stuck on the lead from approximately 45 to 120 millimeters. This was thought be over the section of damage noted from the field. Surface electrocautery damage was noted at 135 millimeters from the terminal pin and blood and body flue were noted in the helix region. Laboratory testing was unable to reproduce the reported electrical clinical observations and detailed analysis did not reveal any abnormalities. Analysis confirmed medical adhesive on the lead was from an attempt to repair the lead from the induced damage reported from the field.

Event description:
Boston scientific received information that during a routine follow up the right ventricular (rv) lead exhibited loss of capture. The patient noted that she had fallen a few days earlier, thus the physician was concerned over a possible lead dislodgement. A revision procedure was performed the following day. During the revision the rv lead became damaged. High out of range pacing impedance measurements of greater than 2000 ohms were noted following the lead damage. The physician attempted to repair the lead, however the impedance measurements were still out of range. Subsequently a new lead was successfully implanted. This rv lead was explanted and returned. No additional adverse patient effects were reported.